Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The product used during the procedure was not returned which could have aided in the determination of the cause; however, the unsuccessful recovery during the procedure can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, device placement technique, stent post dilatation strategy, the deployed stent not being fully apposed to the vessel wall, interaction between associated devices and accessory device support. Based on available information, an interaction with the deployed stent could have contributed to the difficulty advancing the recovery catheter; however, there is no evidence to suggest a potential product deficiency. As part of manufacturing quality process, all catheters are inspected during the final inspection to ensure the product structure and integrity. In addition, samples from each lot are visually, dimensionally and functionally inspected. A review of the lot history record was performed for the reported lot and revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint handling database did not reveal any similar incidents with this part and lot number combination.

Event description:
It was reported that after successful stent implantation in the left common carotid artery, the emboshield nav 6 recovery catheter could not be advanced through the xact stent to the filter site. A second, unknown, soft tipped device was then used to successfully retrieve the filter. There were no adverse patient effects. No additional information was provided.